Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to determined the root cause due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower driver fet's on the main electronics damage due to overheating. Vyaire medical technical support advised customer that the main electronic needs to be replaced.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis showing blower issues. Requested for the adc screen in addition to check all filters and to replace it with a known good blower to check the blower itself as per vyaire tech. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during ventilation with the patient, bellavista 1000 has started to alarm technical failure 316 "blower failure" and 401 "inspirational valve or device leaky". After replacing the unit, the technician looked at the alarm and noticed technical failure 300 "device in failsafe" and 317 "hardware failsafe failed". There was no patient harm associated with the reported event.